Event description:
The surgeon damaged a cerebral vessel due to inadequate lighting. A bypass had to be sutured in an emergency. No other information was provided.

Manufacturer narrative:
Description of changes: field b4: added "date of this report" 04/23/2024. Field g3: updated "date received by manufacturer" to "04/19/2024". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "device evaluation" field h3: updated "device evaluated by manufacturer?" To "yes". Field h6: added "type of investigation" code 10, added "investigation findings" code 213, added " investigation conclusion" code 67, and code 4315. Field h11: added description of changes. File attachments: attached device evaluation.